Event description:
A customer observed imprecise pt results on the dt60 analyzer. The biased results were not reported. Biased results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting determined this event is consistent with a user induced slide tracking error. The customer ran option 3 for 6 cycles and found three slides in the disposal bin, indicating a slide tracking error had occurred. After the slide removal, the qc results matched expected values. User error is the root cause of the event.